Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/compromised force sensor system test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error. The customer was able to complete the rewind process. In the alarm history 8 motor error alarms were found on (B)(6) 2015. The dome label sticker was missing. Customer's blood glucose level was 100 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.